Manufacturer narrative:
The sternal wire is not manufactured by zimmer biomet. There is no report that the implants did not function as intended and the implants were not removed during this procedure. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. The warnings in the package insert state "the patient is to be instructed in the use of external supports and braces that are intended to immobilize the site of the fracture or other non-union and limit load bearing. The patient is to be made fully aware and warned that the device does not replace normal healthy bone, and that the device can break, bend or be damaged as a result of stress, activity, load bearing or inadequate bone healing." Based on the information available the most likely cause of the event is due to the patient not following post operative instructions. If additional information is obtained that adds value to the relevant content of this report a follow-up report will be sent.

Event description:
The original CABG (coronary artery bypass grafting) procedure was performed (B)(6) 2016 in which the sternalock 360 implants were placed; afterwards the patient was sent to a nursing home. It is reported the patient experienced a lot of coughing and did not wear proper post-operative sternal wear. The patient presented with a sternal dehiscence. On (B)(6) 2016 the surgeon performed and sternal debridement and rewiring.

Manufacturer narrative:
No product was returned for an evaluation. The provided scans and x-rays were reviewed and seem to be post implantation and dehiscence and prior to removal of the sternalock implants. The superior implant plate is in proximity of the left manubrial half and there is evidence of the band in that location as well. The orientation of all three plates (superior, midsternal, and inferior) in the x-ray/scans demonstrate improper fixation. No evidence of the midsternal or inferior band can be seen. Some of the screws in the midsternal appear to still be present in the implants; however three of the holes are clearly missing screws. There is evidence of anatomical deformation in the patients sternal area and poor fixation in the CT scans and x-ray provided. There was also multiple patient conditions that were stated in the radiologist report that was provided that may have caused or contributed to the anatomical deformation. The most likely underlying cause of this complaint is patient condition. There are no indications of manufacturing defects.